Event description:
Customer reported an incident where the pt fluid removal was shown to be 3854ml within one hour during cvvhdf treatment. The pt fluid removal rate was set at 200ml at that hour. There were no alarms for: weight incorrect, clamped bags, effluent weight full, effluent weight incorrect. No blood loss reported. The flow rate settings for the pt are as follows: blood flow rate: 150ml/min, replacement rate: 1000ml/hr, dialysate rate: 500ml/hr, pbp rate: 200ml/hr, pt fluid removal: 100-300ml/hr. The machine was checked before use and after use and the calibrations were all within the normal range. The nurse manager is competent in the use and operation of the prismaflex device and followed the proper ways of handling the scales.

Manufacturer narrative:
No blood loss nor medical intervention was reported. We have requested the downloaded machine data files and add'l info relating to this incident. The company is aware of the problem (fluid discrepancy) and further investigation is ongoing by the MFR.